Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a nurse expressed concern that the ilet insulin delivery felt too aggressive for the patient, with interest in reviewing pump targets and connecting the patient to the ilet mobile app to enable data review and education. Symptoms included hypoglycemia. Outcomes included user education and troubleshooting to address therapy settings and targets. Investigation included attempts to contact the patient¿s parent or guardian to facilitate app connection and plan additional training. Investigation of this case revealed no device performance issue could be confirmed because connectivity to the mobile app and data access were not established, and no device malfunction was observed or reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.